Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to this issue. Although a malfunction code was displayed, the caller had not reported or reset the pump for this malfunction within the last 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, as initial attempts to resolve the issue by unplugging, replugging, and multiple button presses were unsuccessful.